Manufacturer narrative:
Replaced sib (sensor interface board) to fix the reported issue. No report of patient involvement. Unique device identifier: (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, upon boot-up, unit displayed 'system malfunction, internal problem prevents normal operation'. There was no reported patient involvement.